Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3,h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crack in the rear cover holder, faulty switchboard. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the crack was confirmed to be located in the rear cover holder. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a crack in the housing just before boot area after gasket seal. The issue was found during reprocessing. There were no reports of patient involvement.